Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Problem of suture broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on an unknown date. According to the complainant, during the procedure, when the physician pulled the capio suture with the capio slim device out of the vagina, the needle detached from the suture and was found lodged inside the capio cage. The procedure was completed with another capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.